Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that issue caused due to software. A technical support specialist, rebooted the station and the application is operational. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system machine is currently frozen on the blue care fusion screen. The customer stated that there were able to remove the med from another station and there are no pro long delays. There were no adverse events or injuries reported based on this incident.